Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. Before initiation of mechanical circulatory support, the impella purge system ¿open¿ alarm was noted to be active. The purge cassette was exchanged, after which the alarm resolved and the system functioned appropriately without further issue.

Manufacturer narrative:
D3 (manufacturer fax) has been added. D6a (implantation) and d6b (explantation) dates has been added. E4 (reporter also sent report to FDA?) Has updated to unknown. G1 (manufacturer contact fax number) has been added as this was been omitted from the initial mw. Purge pressure low: the cause of purge pressure low was unable to be determined as limited clinical details were provided and no product was returned for review.